Manufacturer narrative:
The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "implants caused me pain & swelling, moved around" and" one or both was punctured." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "implants caused me pain & swelling, moved around," and "one or both was punctured." Device has been explanted. This record is for the right side.